Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A male patient (B)(6) presented with pain in the thigh. X-rays revealed that the exeter stem appeared to be broken and revision surgery was carried out. This was the second revision. The first revision took place in 2005 to remove a non-stryker implant.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: - device evaluation and results: the device was not returned, however an image was provided confirmed the device is fractured at the mid stem section. - medical records received and evaluation: a review by a medical consultant concluded that: use of exeter short stem as exchange device for a failed previous design with quite different geometry plus use of bone cement to fill space between stem and bone in revision setting has resulted in thick cement mantles. This contributes to increase in micromotion at the implant-bone interface resulting in progressive loss of fixation around the proximal stem section with a fatigue fracture as final outcome. The overload condition has been further aggravated by significant varus implantation of the stem. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a medical consultant concluded that: use of exeter short stem as exchange device for a failed previous design with quite different geometry plus use of bone cement to fill space between stem and bone in revision setting has resulted in thick cement mantles. This contributes to increase in micromotion at the implant-bone interface resulting in progressive loss of fixation around the proximal stem section with a fatigue fracture as final outcome. The overload condition has been further aggravated by significant varus implantation of the stem. No further investigation is possible at this time. If the device and/or additional information becomes available, this investigation will be reopened.

Event description:
A male patient aged (B)(6) presented with pain in the thigh. X-rays revealed that the exeter stem appeared to be broken and revision surgery was carried out. This was the second revision. The first revision took place in 2005 to remove a non-stryker implant.